Event description:
Information received by medtronic indicated that the insulin pump had a cracked at back of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring ¿ black. Pump was returned for alleged damage to the battery tube on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked retainer, battery tube threads cracked, cracked reservoir tube lip and minor scratches on lcd window. Damaged battery tube confirmed. Tested ok. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.